Manufacturer narrative:
03-aug-2020 product investigation results: no failure could be identified as a result of the investigation. Also, correction of 510(k).

Event description:
Consumer contacted via e-mail and stated that the tampon was in the applicator upside down and consequently, was upside down for removal. No injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Consumer contacted via e-mail and stated that the tampon was in the applicator upside down and consequently, was upside down for removal. No injury was reported.